Manufacturer narrative:
(B)(4). Batch #: p93x3d. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Investigation summary the handpiece was received with a nose cone cracked. In addition, the mount was noted to be loose. Not all functional testing could be performed due to the condition of the nose cone, no instrument could be attached to the handpiece. The handpiece was analyzed, and it was determined that it was received with 35 procedures remaining. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion can be made as to how the nose cone was cracked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was out of service. No further information available.